Manufacturer narrative:
This event occurred in (B)(6). Since no product is available, the investigation could not be completed. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on an accutrend plus meter with an unspecified serial number compared to the laboratory. The result from the meter was 110 mg/dl. The result from the laboratory was 76 mg/dl. There was no allegation that an adverse event occurred. No further information related to this event could be provided. No product is expected for investigation.